Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment for chronic vaginal pain. After the procedure, the patient experienced chronic vaginal pain, dyspareunia, and anterior mesh in place. The patient desires removal, stage I cystocele. Post-operative procedures performed include attempted extraction of anterior mesh, anterior colporrhaphy, cystoscopy with hydrodistention.